Event description:
It was reported that balloon rupture occurred. The vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the severely calcified and mildly tortuous posterior tibial artery. A 014 non-bsc guide wire crossed the lesion. Dilatation was performed using a 2.5mm x 150mm x 150cm coyote¿ balloon catheter. During the first inflation at 3 atmospheres, the balloon ruptured. This device was exchanged with a non-bsc balloon catheter; however, the balloon also ruptured at 5 atmospheres. The device was completely removed from the patient and the procedure was completed with a 2.5mm x 220cm coyote¿ balloon catheter. Indentation was removed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).